Manufacturer narrative:
Sections with additional information as of 10-aug-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-3 error code. At the time of the call, the customer reported symptoms of frequent urination, blurry vision, and increased thirst. Medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer fasting and produced test result of 584 mg/dl using truemetrix air meter. Customer was satisfied with the result obtained. Customer just got the truemetrix air meter and test strips on day of call. Customer had not been using proper testing technique.